Event description:
The facility's biomedical engineer reported an infusion pump with an 812:00 failure code. During service by baxter, a failure code 500 occurred and was found in the event history. The biomed reported to baxter customer service that it is unk if the failure occurred during pt use. The biomed stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, age of pt, medication involved, tubing product code, infusion rate or the set up of the infusion device. Additional contact info was requested but no additional contact was provided.